Event description:
On (B)(6) 2013, it was reported that the down arrow keypad button was intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 11/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings:the keypad was found to be torn over the down arrow keypad button. Evaluation revealed that the contrast, up arrow, and down arrow keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the contrast, up arrow, and down arrow key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.